Event description:
A malfunction on the pump was reported by the caller, and it caused the customer's blood glucose level to exceed normal levels, although the specific value was displayed as "high." The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi). Technical support assisted the caller with information and guidance to reset the pump, which successfully resolved the malfunction as it did not recur, allowing the customer to continue using the pump.